Event description:
Wear oticon hearing aids and work in an operating room. The hearing aids are supposed to have various beeping sounds so I can know in advance if there is a problem or if there is something I need to do to troubleshoot. I have been trained and educated on how to recognize and respond to the various tones. However on the first occasion, the right hearing aids have stopped working completely with no warning so I suddenly lose all hearing in the affected side. I tried all the methods I was taught to trouble shoot with no relief. They were brought to my audiologist for trouble shooting. The receiver was changed and then it seemed to be working however within a week, the same event occurred in the left ear. The hearing aid would turn on for 10 seconds with a staticky sound and then immediately turn off. Again this same event started to occur with the right hearing aid intermittently. Currently the hearing aids have increased echoing sounds and do not sound like they are supposed to. This has occurred at various times including while driving a car, while caring for patients in the or, while at home, and while walking outside on busy streets. Each time I have contacted my audiologist and they seem to work for a few days and then loss of hearing occurs suddenly again. It greatly affects communication and my ability to complete my daily activities, it also puts me in potentially dangerous situations where I can no longer rely on my hearing. FDA safety report ID #(B)(4).